Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor would not flow. After the prescribed 23-hour infusion, the patient noted "nothing had infused". The infusor was replaced. The device was filled with 13.5g piperacillin/tazabactam in 230ml 0.9% sodium chloride. The patient's peripherally inserted central catheter (PICC) line flushed, and no resistance felt. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d5: operator of device: patient/consumer (previously submitted as health professional). H4: the lot was manufactured from june 17, 2022 - june 21, 2022. H10: the device was received for evaluation containing 212 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.